Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: a review of the pump¿s black box revealed multiple reboots. The battery compartment was found to be cracked. The battery cap was not returned with the pump for investigation. A test cap was used for investigation. The test cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues observed. There was corrosion found in the battery compartment. The pump leaked at the battery compartment indicating a battery compartment leak. The pump was opened and there was moisture damage found inside the case. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2016-correction to serial # : (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed that the battery compartment was cracked and there is moisture in the battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.